Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 3-5, 2024. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed which showed residual fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. After 24 hours of infusion, residual volume remained in the devices. The devices contained piperacillin tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.